Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06849. It was reported that a burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, after using a rota1.50mm, the device was exchanged to a 1.75mm rotalink plus. During insertion, resistance was encountered and it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed together as a unit. Then the rotawire was removed from the rota1.75mm with difficulty due to severe resistance. After observing the lesion with intravascular ultrasound, dilatation was performed with a 2.5/15 nc emerge balloon catheter at high pressure and a 3.0/16 premier stent was deployed. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.